Event description:
It was reported that: pt complains of pain. Pt will require a revision surgery because tests have shown fluid buildup in three areas of his left hip joint. This has destroyed the muscle in his leg and he has lost muscle strength. Tests have also shown titanium in his blood.

Manufacturer narrative:
Add'l info has been requested and if rec'd will be provided in a supplemental report.